Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2011 due to stress urinary incontinence and pelvic organ prolapse, cystocele, and rectocele. The patient then experienced pain, dyspareunia, and recurrence. It was reported that patient underwent removal of exposed mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent harvest of rectus fascia, vaginal urethrolysis with removal of previously implanted sling, placement of rectus fascia pubovaginal sling, excision of previously placed mesh, vaginal paravaginal repair with midline cystocele placation and posterior repair with extensive perineoplasty on (B)(6) 2012.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00812. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.